Manufacturer narrative:
The cause of the reported problem was confirmed to be user error. The alarms functioned as configured as intended based off the original configuration sign-off. The clinical application specialist (cas) reviewed alarm behavior with customer. The alarms functioned as configured as intended based off the original configuration sign-off. The customer understood the patient incident was a combination of factors between bedside alarm and staff. The customer stated that they have put steps in place to raise awareness and provide more training for staff. Philips requested the device configuration logs to be further evaluated by a philips product support engineer (pse). The pse reviewed the device configuration logs and found the ECG hr alarms were configured to ¿short yellow¿ and with arrhythmia analysis activated, these specific yellow hr alarms were kind of ¿self-silencing¿. The pse confirmed device was operating per specifications. The alarms functioned as configured as intended based off the original configuration sign-off. The customer understood that the patient incident was a combination of factors between bedside alarm and staff. The customer stated that they have put steps in place to raise awareness and provide more training for staff. The pse evaluated the device logs provided by the customer and it was confirmed to be operating per specifications. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the incidents that happened involved the pacer n. Cap classed as a single * short yellow alarm. The patient had been repeatedly going in and out of his intrinsic heart rhythm leading to repeated alarm notifications but only presents itself as a short audible alarm and hence was easily missed by the clinicians. The device was in use at time of event. A patients death was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).